Event description:
While having my blood pressure taken at the doctors office, I felt a lot of pressure. The person used a welch allyn machine 420 series. My whole left arm became red from burst blood vessels. A picture of my arm was sent to the FDA.